Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy peritoneal dialysis (pd) effluent and abdominal pain. The cause of the breach in aseptic technique was further described as the patient has ¿poor adherence to the aseptic technique¿ (not further specified). On the same day as onset, the patient began treatment for the peritonitis with vancomycin, 1 gram, (ip) intraperitoneally (frequency was not reported) and gentamicin, 40 mg, every day, ip. At the time of this report, the antibiotic treatments were ongoing, the patient was not yet recovered from the event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Additional information: on unreported date(s), the antibiotic treatments were completed and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.